Event description:
On (B)(6) 2013, the patient¿s spouse contacted animas to report that the patient has been having 2-3 seizures (due to a severe low blood glucose) for the past 2 months. The reporter stated the patient¿s blood glucose was as low as 19 mg/dl during one of the seizures. The patient was taken to the hospital for treatment and released. At the time of the call, the reporter requested that the pump be investigated to confirm if it was delivering correctly. On (B)(6) 2013, the medical surveillance specialist (mss) spoke with the reporter and obtained the following information. The patient¿s wife informed the mss that the patient started insulin pump therapy (ipt) in (B)(6) 2013. Prior to starting on the pump, the patient was having multiple seizures (usually in the middle of the night) due to his blood glucose dropping too low. The patient¿s wife mentioned that the patient suffers from hypoglycemic unawareness and therefore is not aware when his blood glucose begins to drop. The reporter claimed that once the patient started on the pump he only had 1 seizure between (B)(6) 2013 and (B)(6) 2013; however, on an unknown day in (B)(6) 2013 he began to have at least two seizures a week. The reporter stated the seizures began to occur 1 to 1 ½ hours after a meal, after the patient had taken a correction bolus for his meals based on the recommended amount on the meter remote. The reporter stated there were no changes to the patient¿s weight, health or activity level that would explain the frequent low blood glucose excursions and felt that the low¿s could have been as a result of the patient taking too much insulin based on the meter results. The reporter mentioned that the patient continued to experience the low blood glucose excursions even after the patient¿s hcp adjusted I:c ratio and other settings on the insulin pump. At the time of the call, the pump¿s settings and history were not reviewed. During follow-up call, the reporter told the mss that the patient used the meter remote to perform all boluses. This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy. Although the reporter did not allege that the pump malfunctioned, insulin pump use could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/24/2014 with the following findings: the daily insulin delivery totals correctly reflect user's programmed basal rates. No activity outside normal use observed in the black box or download history. Pump passed flow accuracy test and found to be delivering within required specifications. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.